Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. There was no adverse impact to customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.